Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02149, 2210968-2021-02150, 2210968-2021-02151. A manufacturing record evaluation was performed for the finished device batch number qcbdrms0, and no non-conformances were identified. Additional information was requested and the following information was obtained: could you please confirm how many devices presented the issue (needle pull off from suture)? All 4 which were used. What tissue was being approximated or sutured when the pull off occurred? As the customer said ¿soft tissue¿. Were there any patient consequences? No; they switched the suture product shipped today, documented in rmao line. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent knee surgery on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. The surgeon was sewing soft tissues and while trying to pull the needle through the tissue, the suture fell off the needle. The surgeon was left only with the needle in his needle holder. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual analysis of the returned samples determined that an opened box with eight unopened samples of product code w9141 were received for evaluation. Visual inspection of the unopened samples was conducted and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 - device sample from same lot (B)(4). Date sent to FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.